Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the biliary and small intestines performed on (B)(6) 2021. During the sphincterotomy procedure, the cutting wire of the hydratome rx 44 just broke about half way through the cut. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.